Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was not holding its charge and the touch screen was scratched due to being worn outside of the body making it difficult to access the menus within the pump. There was no reported impact to blood glucose. No additional information was provided. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.